Event description:
It was reported to the MFR that the site's handheld screen was freezing continually. Reseating the flashcard did not resolve the issue, therefore, a new device was sent to the site to replace the non-working device. Good faith attempts to obtain additional info and the non-working device have been unsuccessful to date.